Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing an intermittent power issue, that the battery compartment was cracked, and that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: a review of the black box showed several reboot events on (B)(6) 2014, as well as several ¿low battery¿ warnings and ¿replace battery¿ alarms on the same date. The battery cap that was returned with the pump was undamaged and was able to secure to the pump. Visual inspection revealed that the battery compartment was cracked in multiple places. There was evidence of moisture corrosion observed in the battery compartment and on the battery cap. The pump failed leak testing due to the battery compartment leak. The pump was exercised for 24 hours with no power interruptions or alarms occurring. The complaint of power loss could not be duplicated on investigation. The pump cover was removed, and there was no further evidence of moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.